Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced discomfort at ipg site due to its position. Surgical intervention was undertaken on 04jan2024 wherein the ipg was moved slightly higher. No product was explanted. Effective coverage was restored post-op.